Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of gastrointestinal injury ("essure in the intestinal cavity") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the gastrointestinal injury outcome was unknown. The reporter considered gastrointestinal injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of gastrointestinal injury ("essure in the intestinal cavity") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the gastrointestinal injury outcome was unknown. The reporter considered gastrointestinal injury to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.